Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this attempted lead had tissue lodged in the helix and could not be removed. Because of this, the physician opted to use a new lead. This brady lead was disposed of by the staff and will not be returned.